Manufacturer narrative:
Our quality engineer inspected the sample for evaluation. Your report that the needle would not retract could not be confirmed from the 24g insyte autoguard device that was provided for investigation. The needle was received fully retracted within the shield. The unit was inspected for damages that could cause retraction failure or slow retraction; however, no damage or defects were identified on the returned sample. A functional test showed that the safety mechanism could be reset and the needle fully retracted within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that catheter was slow to retract (requiring multiple times pressing the button). "We are having an issue with our baby 24 g IV needles retracting. Sometimes you push the button, and it won't retract the needle, or it takes multiple times of pressing the button for it to retract. It is like it gets stuck". (B)(6)2025 customer response: no patient harm, injury or complications.